Manufacturer narrative:
Investigation of the reported event is in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that while transferring a patient to their 5085 srt surgical table, the patient's leg began to slip; however, the user facility personnel repositioned their leg on the table. Additionally, user facility reported that the hand control was not responding to commands. User facility personnel elected to proceed with the procedure which was completed successfully on the same table. No report of injury.